Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a high blood glucose while using the ilet system with a contact detach infusion set on the abdomen and a libre 3+ cgm, with cgm indicating high and capillary readings escalating from 408 to 440 mg/dl over approximately two hours; no kinks were observed, a guided site change was completed, and insulin delivery resumed, while the specific device component implicated could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and available information was insufficient to determine a medical device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.